Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 130 mg/dl. The customer was advised when he gets access to a brand new battery pack and puts one in the device to call us back if he receives another failed battery test and if not the device should be fined and work, explained about the close circle on pump. Customer will be calling back if device says failed battery test with new battery, not able to complete all of troubleshooting for failed battery test.